Event description:
It was reported that this pacemaker device was explanted due to behaving in manner consistent with premature battery depletion (pbd) and due to prophylactic explanted due to advisory . The explanted device is being returned for analysis. No adverse patient effects were reported

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was explanted due to behaving in manner consistent with premature battery depletion (pbd) and due to prophylactic explanted due to advisory . The explanted device is being returned for analysis. No adverse patient effects were reported this supplemental report is being submitted in correction of implant date.